Manufacturer narrative:
(B)(4)

Event description:
A customer in (B)(6) reported they had a prismaflex m100 set with a broken effluent line and air was also observed inside the effluent line. Treatment was discontinued and the blood in the extracorporeal circuit was returned to the patient.